Manufacturer narrative:
Device codes were previously not provided on follow-up report #1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, externalized conductors were observed via cinefluoroscopy. No further information available.

Event description:
New information received indicated that noise and t-wave oversensing was previously detected prior to observing externalized conductors. Programming changes were made to resolve the oversensing and noise issue. Patient is fine.